Event description:
It was reported by the customer's mother, that the customer received a button error alarm. Customer's blood glucose level at the time was over 400mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked case at display window corners, reservoir tube lip, minor scratches and cracked display window.